Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. The up arrow and down arrow button key contacts were found to be misaligned.

Event description:
The patient reported that the keypad buttons have been slow to respond over the past two weeks, and are now intermittently responsive. She stated that she wears the pump in her pocket and cleans the pump with a damp, soft cloth.